Event description:
Additional information received reported that the event was related to lead 2.

Event description:
It was reported, the patient had adverse stimulation. The patient had stimulation coverage to their leg that exacerbated their knee pain. Device interrogation and device data was normal. The event was noted as related to the programming/stimulation. The patient was reprogrammed and the event resolved without sequelae. It was reported the patient had adverse stimulation. The patient had worsening of bilateral anterior knee burning pain with use of stimulation. Device interrogation was normal. The event was noted as ongoing. It was reported, the patient had adverse stimulation paresthesia. The patient had diffuse leg pain and intervention was noted as reprogramming. The event was noted as ongoing and not related to the device but related to the programming. Additional information reported the event was resolved without sequelae. It was reported, the patient had adverse stimulation paresthesia. The patient had bilateral leg pain when using the stimulator. Device interrogation showed normal. The event was noted as related to programming. The device was reprogrammed and the event was considered resolved without sequelae. It was reported that the patient experienced adverse stimulation. It was noted that there was worsening of the bilateral anterior knee burning pain with use of neurostimulation. It was noted that the device was interrogated and device data was normal for the patient on 2014 (B)(6). It was noted that the lead was repositioned. It was noted that the lead was advanced 5 mm in a cephalad direction on 2014 (B)(6). It was noted that the device was reprogrammed on 2014 (B)(6). It was noted that the event was ongoing. Additional information received reported that one of the leads was explanted and replaced.

Event description:
Additional information received reported that the patient was reprogrammed on (B)(6) 2014. It was noted that the event was ongoing. Additional information received reported that the patient was reprogrammed on (B)(6) 2014. It was noted that the event was ongoing. Additional information received reported that the patient was reprogrammed on (B)(6) 2014. It was noted that the event was ongoing. Additional information received reported that the event resolved without sequelae on (B)(6) 2014.

Manufacturer narrative:
Product ID 3487a-56, lot# va0bfsn, implanted: 2014 (B)(6); product type lead product ID 3487a-56, lot# va0bfsn, implanted: 2014 (B)(6); product type lead product ID 3487a-56, lot# va0azcl, implanted: 2014 (B)(6); product type lead product ID 3487a-56, lot# va0azcl, implanted: 2014 (B)(6); product type lead product ID 3708240, serial# (B)(4), implanted: 2014 (B)(6); product type extension product ID 3708240, serial# (B)(4), implanted: 2014 (B)(6); product type extension product ID 97754, serial# (B)(4); product type recharger product ID 97740, serial# (B)(4); product type programmer, patient. (B)(4).